Event description:
It was reported that (5) 355ld were used during a lap nissen procedure. It was reported by the rep that the surgeon was performing lap nissen. During the instrument exchange with either the probe plus or the harmonic lcsc5 (unknown which were used), a small circulator intact gasket from trocar fell into pt. This happened several times accompanied by the hiss of co2 leak. "Four extra trocars were used in the case were necessary." The case was completed without any further trouble. There was extended or time by twenty minutes.